Event description:
The submitter is reporting the unit for posing a fall and injury hazard. He believes the units should be recalled. He states that he has almost fell in the shower while using the product. He said as he sits on the commode and shifts his weight to one side, getting ready to get up the bench snaps. He indicated that he has had 4-5 incidents but he has not fell or sustained injuries. He contacted the firm ((B)(6)) and reported the incident. He requested a replacement but the firm denied to provide one. The unit is used daily. The weight capacity is 250 lbs, and he said he weights (B)(6). (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2018 this date is an estimate.